Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a ¿dosing stopped¿ alert on the ilet after powering on and connecting new supplies following a period with the pump off, resulting in delayed insulin therapy and hyperglycemia; the alert cleared, the device displayed circulating blue arrows, and synced data then showed resumed insulin delivery with glucose at 346 mg/dl trending down to 316 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information the user provided. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure or method, with no applicable component-specific failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.